Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the gap at adhesion area in distal end cover cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Date of event is unknown. Additional information will be provided if available. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a gap at the adhesion area in distal end cover. There was no patient involvement.